Event description:
Aborted. During the intraoperative episode, the underwent cardiopulmonary resuscitation (CPR) and was intubated. Brain computed tomography negative for any air, however brain magnetic resonance imaging (MRI) reveals 6 mm focus of restricted diffusion in the posterior right periventricular region, patient was extubated (B)(6) 2025 and transferred to acute rehab on (B)(6) 2025 as she is recovering and progressing with therapies. Presents for watchman implantation secondary to paroxysmal atrial fibrillation and issues with anticoagulation. Back when she was hospitalized previously she had spontaneous right sided hematoma while on anticoagulation. At the time it was deemed to be too risky to continue her on long-term anticoagulation indefinitely. She has multiple underlying issues including coronary artery disease status post recent pci, systolic heart failure with an lvef around 30% and other medical history as detailed below. She was last seen in cardiology clinic on (B)(6) 2025 and decided to move forward with the watchman device.